Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not confirmed. Additional information provided: event occurred in about 10 procedures. This covers event 9. No consequences. If further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown skin closure procedure on an unknown date in 2023 and suture was used. Suture is loosened from the needle during wound closure. No patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/8/2024. H6 component code: g07002 no device returned. H6 component code: c22 - photo analysis. H3 investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the images show an open aluminum package with product code vr2295, the second image shows an apparently detached needle, one of the sections is attached to the needle, the third image shows a needle attached to a slightly damaged suture. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.